Event description:
During device interrogation, noise leading to oversensing was noted on the ventricular lead. The lead was explanted and replaced to resolve the issue and the patient was stable with no adverse consequences reported.

Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece. Electrical tests and x-ray examination did not reveal any indication of conductor fractures or internal shorts. Visual inspection did not reveal any anomalies other than procedural damage. The reported event of oversensing and lead damage causing lead noise was not confirmed.